Event description:
The customer reported that speaker error is displayed. Through good faith efforts the device didn't produce sound. The device was in clinical use at time of event, there was no patient or user harm reported.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). The following functional tests were performed: the field service engineer went onsite to evaluate device and indicated that the speaker error appears. The speaker replacement is needed. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the defective speaker was replaced. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.